Manufacturer narrative:
Citation: liebrich, m. Md et al. A novel designed valved conduit for rvot reconstruction in grown-up congenital heart patients: a glimpse down the road. Thoracic and cardiovascular surgery. (2016). Jan;64(1):36-43 doi 10.1055/s-0035-1564930 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding clinical and echocardiographic results after the implant of a non-medtronic right ventricular outflow tract (rvot) conduit replacement. All data were collected from a single center between 2012 and 2014. The study population included 27 patients, 5 of which has a previously implanted hancock valves conduit and 2 of which had a previously implanted contegra valved conduit. Serial numbers were not provided. The study population was predominantly male; median age at reoperation was 23.7 ± 22.5 years and median weight was 53.4 kg. Among all patients implanted with a contegra valved conduit adverse events included: stenosis and regurgitation that required replacement. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.